Manufacturer narrative:
According to the doctor, no system errors or any other malfunction occurred during the procedure. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) stating that on (B)(6), a patient underwent a liposonix treatment on the abdomen: 24 sites at 60 joule energy level. On (B)(6), the doctor found a 5 cm nodule on patient's abdomen. A radiofrequency treatment was performed to get rid of the nodule however the treatment had no results. The patient is still under observation.